Event description:
The complainant alleged that the medics with the hospital's ambulance service were monitoring a pt (age and gender unk) who was being transported to the facility, but the medics were unable to obtain an ECG display in leads 1, 2 and 3 using the ECG cables. The device screen and the recorder strips only displayed dash lines. The medics obtained another device to monitor the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.